Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that leakage was noticed from the join between the purple spike and the hose. The customer stated that they have to push the set into the pump (the first bit before the wind stretchy part), but the other sets sipped in naturally. Per customer the lines were not as robust/stronger in general and the white transition adapters were extremely hard to unwind. There was no patient harm reported.